Event description:
It was reported that "the patient was implanted with an artificial urethral sphincter in early october this year. It was reported that when trying to start manipulation today, it did not work properly. Other methods from usual were advised over phone call, and tried to start manipulation again. (The physician in charge has already experienced about 50 cases of this treatment, so it is unlikely that it is a problem of the physician's technique.) Also, after 2-3 weeks of system placement, signs of infection were seen around the control pump placed in the scrotum. When antibiotic treatment was performed, the symptoms disappeared, and it was judged that it was cured by drug treatment. Regarding the result of the above manipulation start again, email for feedback is being requested." Additional information received states the system could not be activated. The sales representative provided information on different ways to activate the system but it failed. The physician plans to try to activate the system over the skin while the patient is under anesthesia. If that does not work he will incise the skin around the scrotum and take the pump outside the body in order to activate the system. If that does not work the entire device will be removed and replaced with a new one.